Event description:
The customer complaints blood leak during treatment. Blood flow rate, 102ml/min, tmp, 113mhg. The blood loss was insignificant. No pt harm, no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event, and the case is considered closed.